Manufacturer narrative:
A follow-up rport will be submitted upon completion of the investigation.

Event description:
It was reported to philips the "therapy test failed error lamc". There was no patient involvement.